Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported leak. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak appears to be related to procedural conditions (issue with the cds clip introducer). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip introducer was inserted into the guide hemostatic valve, and it was determined that fluid level had dropped rapidly. Aspiration was attempted but only air was aspirated. Clip introducer was removed and the fluid level in guide hemostatic valve was constant. Secondary attempt was performed and the problem remained the same and it was decided that the valve in the clip was not competent. The device was replaced and procedure was continued. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.